Event description:
It was reported by the surgeon that "metallosis was observed at each gmrs component junction. Adm shell was explanted. Surgeon explained that patient bloodwork showed elevated serum cocr ion levels." Surgeon elected to keep the cementless 14mm diameter gmrs stem in situ and re-implant similar components.